Manufacturer narrative:
A ge service representative performed an onsite investigation. The connections to b356 were checked and the workstation power supply fuses were replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the workstation monitors were not coming on when the system is booted up. No pt injury was reported.